Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that while the device was in use in the cath lab, the defibrillator successfully shocked once, then did not shock the second time. The hospital biomedical engineer stated that the involved patient survived but did not know if there was any injury or harm.